Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump display was blank. The customer¿s blood glucose level was 125mg/dl at the time of the incident. The customer reported that the display did not return even after replacing new battery and using new battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display, problem isolated to interface board. Unable to perform any tests due to blank display. Insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.